Event description:
As reported, approximately nine years post initial left tka, the 67 y/o female patient had a revision due to discrete wear of the poly was noted, the femoral component was practically loose without attached cement and without osteointegration as all the cement is attached to the bone. Patient was not revised to exactech devices. Images received. Sales rep was unable to obtain x-rays.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H3: the revision reported was likely the result of aseptic femoral loosening and polyethylene wear as stated in the experience report. The femoral loosening was likely the result of mechanical loosening between the femoral component and cement mantle after over 8 years of implantation secondary to contributions from patient conditions. The extent and root cause of the polyethylene wear cannot be determined as the devices were not available for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. H3: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening as stated in the experience report. The reported femoral debonding may be due to failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface secondary to contributions from patient conditions. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided. Potential contributions of user-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided.